Event description:
It was reported that the ventilator was constantly rebooting while connected to a patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. No patient harm reported.